Event description:
The pump was making a high pitched alarm. Two rns entered the pt room to troubleshoot the alarm. The rn turned the pump off and back on. At that point, the pt and the pt's mother witnessed 2 sparks on the underside of the pump and then the pump started to smoke and emit an electrical smell. The rns worked immediately to unplug pump from wall and pt. The pt and mother were immediately removed from the room and placed in a different room. The code red (fire) was also immediately activated.